Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for femoral trochanteric fracture with tfna. On an unknown date, the patient felt strange at hip joint, and he visited the hospital, and it was confirmed that the cut-out occurred. On (B)(6), the tha surgery was performed. The surgeon commented that the nail was inserted at center and the bone quality is good. It was possible that the excessive load caused this event. There was no surgical delay. No further information is available. This report is for one (1) tfna helical blade perf l100 tan this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 20-jul-2021 expiration date: 01-jun-2031 part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile lot number: 263p097 (sterile) lot quantity: (B)(4). Note: helical blade was manufactured by elmira; lot numbers 219p851 quantity 47 and 219p852 quantity 47. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 20204 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.